Event description:
Attempted right femoral mahurkar line placement with ultrasound guidance. Patient was supine during insertion, no abnormal resistance or difficulty encountered with adequate return of venous blood visualized. Numerous attempts to remove guidewire failed; unable to remove guidewire. Catheter was removed, leaving the guidewire in. Visualized with c-arm, it appeared kinked. Patient was taken to interventional radiology for removal. No complications to the patient.what was the original intended procedure?hemodialysis catheter placement right femoral.device #1is this a laboratory device or laboratory test?no.